Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient received anti-tachycardia pacing (atp) therapy and two shocks that may have been due to atrial fibrillation with rapid ventricular response. The first shock did not affect the rhythm but the second regularized the rhythm. The device remains in use. No further patient complications have been reported as a result of this event.